Event description:
A caller reported experiencing cgm error 42 on multiple occasions. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump to address the repeated error occurrences.